Manufacturer narrative:
(B)(4) date sent: 11/2/2021 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the pouch bag and suture were returned for analysis. In addition, the tyvek was received along with the device. Upon evaluation, it was determined the suture was attached to the bag, was fully cinched, and bag was torn at the bottom end (not at the seams) with no material missing. The torn portion was noted to be stretched. The rest of the device was not returned for further analysis. The event reported was confirmed and it is related to improper use of the device. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or due to forcing the bag through the access site, as this may lead to bag rupture and spillage of contents. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. An evaluation of the manufacturing documentation could not be completed as the lot/batch numbers was not provided.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is september, 2021. Event day was not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when doctor was removing the pouch with the specimen, the pouch broke. Doctor said there was no extra force applied and nothing abnormal done to remove the pouch. It is not believed that patient retained any device component and no reoperation is necessary. The patient is reported to be fine and there was no patient consequence reported.